Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to the valve dislodging. On the third attempt, the valve was fully deployed. Following deployment, the valve dislodged into the left ventricular outflow tract (lvot), resulting in aortic regurgitation. The valve was snared and moved to an acceptable implant depth, however, the valve subsequently dislodged up. The valve was secured in the ascending aorta, and a second valve was implanted with satisfactory results. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The image review showed six images were provided. One image being a cine of the valve load which appears to be acceptable. There are two groin images irrelevant to issues discussed. The final three images provided show the delivery system tracking from descending aorta to the area near the sinotubular junction. Without further images, the image reviewer could not speak to the events described. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was not performed. With the limited information available a conclusive root cause could not be determined. Dislodge events are typically not related to a device malfunction. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available a conclusive root cause could not be determined but the dislodgement to the deep left ventricular outflow tract (lvot) position was a likely contributing cause. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve dislodged into the left ventricular outflow tract (lvot) at approximately a depth of 16 millimeter (mm) resulting in moderate central aortic regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: envpro delivery catheter system (dcs), product ID: envpro-16, lot: 0010911475, use by date: 2023-10-27, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to the valve dislodging. On the third attempt, the valve was fully deployed. Following deployment, the valve dislodged into the left ventricular outflow tract (lvot), resulting in aortic regurgitation. The valve was snared and moved to an acceptable implant depth, however, the valve subsequently dislodged up. The valve was secured in the ascending aorta, and a second valve was implanted with satisfactory results. No additional adverse patient effects were reported. Additional information was received that the valve dislodged into the lvot at approximately a depth of 16 millimeter (mm) resulting in moderate central aortic regurgitation.